Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the core redundant power tray due to error 86. The fse also replaced the video slice (vsl) board due due error 90 reported the video blend lane (vbl) node. The system was tested and verified as ready for use. Isi received the redundant power tray involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The unit was installed into the test system and failed error 86 during system power cycles. The customer system error logs showed error 86 failed seven times and internal power distributor (ipd) power fault during run timer. Isi has received the vsl; however, failure analysis has not been completed. A follow-up MDR will be submitted following the completion of the analysis, and if additional information is obtained. A system log review was performed during the initial troubleshooting call. An additional review confirmed that system (B)(4) was used for the procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a non-recoverable fault occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and saw error 86, indicating a voltage out of range on the internal power distributor (ipd). The tse asked the customer to perform a hard power cycle. After the system restarted, the error was recovered. The error then reoccurred twice. The procedure was converted to laparoscopy with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the video slice (vsl) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The vsl was installed and tested on a test system. The system started up with good pictures and no error. The calibration passed. The system ran 150 power cycles with this board and all passed. The vsl remained on the test system for 20 hours in normal operation and there were no errors. A review of the logs indicates the problem is likely with the internal power distributor (ipd).

Event description:
Refer to h10/h11 for follow-up information.